Manufacturer narrative:
Product ID: 3487a, lot# l20883, product type: lead. (B)(4). This device is included in the safety alert, "labeling update for epidural mass causing spinal cord compression", customer letter (february 2014).

Event description:
On (B)(6) 1991, patient had itrel ii implantable impulse generator implanted for the treatment of quada equina and peripheral nerve injury. Over the years, patient had pain relief. The hcp reported that recently the patient had increased pain and problems walking. An xray was done on an unknown date prior to surgery and the results indicated an undiagnosed epidural mass at the electrode tip at t10 and t11. On (B)(6) 2001, patient was taken to surgery and the electrode was explanted. When the electrode was removed, tissue attached to it also came out. Xrays were done at a later date after surgery and the results indicated the inflammation had subsided. Final diagnosis from hcp was a reaction to the electrode, not an epidural mass. Patient's pain has subsided. Patient is doing well post operatively.